Event description:
It has been reported to company that the guide catheter kinked and while attempting to remove the catheter the shaft broke. The physician inserted the catheter into the patient through the sheath. The physician attempted to advance the guide through the artery. The physician experienced difficulty because the patient had very tortuous anatomy. The guide catheter kinked while being advanced. The physician tried to use the guide wire to staighten out the guide with no success. The physician attempted to remove the guide and the shaft broke. The physician was unable to remove the guide catheter. The surgical procedure was successful and patient is reported to be doing fine.